Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and duplicated the problem. Corrections included replacement of the system's hard drives and turning off the power supply longview transmitter. Systems were safety tested to factory's specifications.